Event description:
Voluntary medwatch received states that the right ventricular lead was surgically explanted due to an unknown malfunction no adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5159902.